Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due the device not functioning causing urinary incontinence to come back. The surgeon could not determine the cause of the issue. A patient outcome of stable was reported.

Manufacturer narrative:
The ams800 cuff was visually inspected and functionally tested. Microscopic examination of the device revealed that there is a cuff tear causing a leak in the cuff shell that was the result of a tool damage. The ams800 pressure regulating balloon and ams800 control pump were both visually inspected, and no leaks were found. The balloon and control pump were not functionally tested due to the cuff leak. There is no evidence the device was used contrary to product labeling per the dfu (92116951). The dfu lists urinary incontinence as a potential adverse event. A risk review is not required as the complaint was determined not to be associated with training, a new product, or a new hazardous situation. While the complaint was determined to be MDR/mdv reportable a DHR is not required as the conclusion code no problem detected is not related to a manufacturing issue. A ship history is not required as no DHR review is needed for this complaint. The customer reported that the patient experienced urinary incontinence with an artificial urinary sphincter. Surgery was performed to replace the entire system. Product analysis of the device revealed that a tear was noticed, which caused a leak. It was confirmed that the tear was a result of tool damage to the cuff that happened during explant of the device. Therefore, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due the device not functioning causing urinary incontinence to come back. The surgeon could not determine the cause of the issue. A patient outcome of stable was reported.